Manufacturer narrative:
Ptc investigation result was received on 07-aug-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We were able to inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. For system 1, micro-insert was detached and deployed as received. The final rollback was not completed. Able to complete the final rollback without issues. For system 2, no micro-insert was returned. The large tight pitch coil found to be stretched. All IFU steps were completed. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of a detachment difficulty event during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported events are not indicative of a quality defect per se. No further ae case reports have been received to date in relation to batch no. C13144. No batch signal could be identified. The review of the manufacturing- and release documentation of the concerned batch did not give any reason to suspect a quality deficit (see technical statement). The provided complaint sample (micro-insert) was found detached and deployed as received, during the technical investigation the final rollback was completed without issues (see technical statement). The technical assessment could not confirm any quality defect or device malfunction at this time and concluded "unconfirmed quality defect". In summary, there is no suspicion of a quality defect based on this report. The reported usability issue will be subject to post marketing surveillance monitoring. The list of similar cases contains reports with similar events coded in (B)(4). It includes recent cases received by (B)(4) and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to (B)(4) standards. (B)(4) is closely monitoring the benefit-risk profile of essure, this includes consideration of the legacy cases in safety analyses. The cumulative review of the re-coded legacy reports has not yielded any new safety signal. Follow-up information was received from the pharmacist on 31-jul-2014. The patient had no past medical and surgical history. She had nothing to report concerning past familial or hereditary history. She has no known allergy. She had 03 pregnancies and 03 live births. In (B)(6) 2013, cervico-vaginal smear was normal. The patient was in gynecological position; disinfection of maternal vagina with betadine (ethanol, povidone-iodine); placement of pozzi forceps on lateral lip of cervix; introduction of hysteroscope; exploration of uterine cavity was unremarkable; tubal ostia were visible; and placement of the first essure system in the left fallopian tube was performed. Easy placement was reported. At the release of essure, the system did not come off of the delivery catheter. The placement of essure system on the left failed. Following that episode, the view was very bad in the uterine cavity which prevent from doing the rest of the procedure. Hysteroscope was removed and the operation was over. No further information would be available. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure delivery catheter was still linked to the essure system that went out of the fallopian tube, the system was removed and she experienced significant pain and bleeding at the removal of essure system, which was impossible to be placed. The reported events interpreted as a device deployment issue, procedural bleeding and pain and failed insertion are listed according to reference safety information for essure and were considered non-serious, except for the reported bleeding, which was considered serious as medically significant. This case was regarded as other reportable incidents, as although no death or serious health deterioration were reported this might have occurred under less fortunate circumstances. During difficult essure insertions bleeding and pain may occur, therefore a causal relationship between the reported events and essure cannot be excluded. A product technical (ptc) analysis was performed (a complaint sample was provided); its technical investigation could not confirm any quality defect or device malfunction. Medical ptc assessment considered that in summary, there is no suspicion of a quality defect based on this report. No further information is expected.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(4) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) and experienced the following events. No information given on patient's history, past drugs and concurrent conditions. It was not reported whether the patient received any concomitant medication. On (B)(6) 2014, placement procedure of essure system was under local anesthesia. The ostium was well visible. The placement was easy. At the time to release essure system, the delivery catheter was still linked to the essure system that went out of the fallopian tube which required removing all the system. This was performed with difficulty . The patient experienced significant pain and bleeding. Due to significant pain and bleeding, another essure system was impossible to be placed . The outcome of the events was unknown. Reporter causality: the relationship between the events and essure was not reported. French method of causality: not applicable. No further information available at the time of this report.

Manufacturer narrative:
Data correction for us reporting: the code (B)(4) was replaced with (B)(4).

Manufacturer narrative:
Product technical complaint investigation and final assessment were received on (B)(4) 2014: the bayer reference number for the ptc report is: (B)(4). Lot number provided as c13144. Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. As of (B)(4) 2014, no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. No CAPA investigation is required per criteria established in (B)(4), "processing essure cases in dev (at) com." Conclusions: the report did not state a patient injury occurred. The possibility of a detachment difficulty event during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported events are not necessarily indicative of a quality defect. No further ae case reports have been received to date in relation to batch number c13144. No batch signal could be identified. The review of the manufacturing and release documentation of the concerned batch did not give any reason to suspect a quality deficit (see technical statement). No complaint sample was provided for further technical investigation. The technical investigation concluded "unconfirmed quality defect." In summary, there is no suspicion of a quality defect based on this report. The reported usability issue will be subject to post marketing surveillance monitoring. Company causality comment: this spontaneous case report refers to a female patient of not reported age who had inserted essure (fallopian tube occlusion insert) and experienced bleeding at the removal of essure system. This case is not medically confirmed. Bleeding at the removal of essure system, was considered serious as medically significant, listed according to reference safety information for essure, and regarded as near-incident. In the present case was stated that at the time to release essure system, the delivery catheter was still linked to the essure system that went out of the fallopian tube which required removing all the system. This was performed with difficulty. The patient experienced significant pain and bleeding. Due to significant pain and bleeding, another essure system was impossible to be placed. Based on available information received the event above was assessed as related to essure therapy. Additionally, non-serious events were reported: delivery catheter was still linked to the essure system that went out of the fallopian tube, significant pain at the removal of essure system and essure system was impossible to be placed. Ptc final investigation: the technical investigation concluded "unconfirmed quality defect." In summary, there is no suspicion of a quality defect based on this report. The reported usability issue will be subject to post marketing surveillance monitoring.